Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1234101) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no return device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci clinical specialist that a patient underwent a diagnostic coronary procedure on (B)(6) 2013. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the "sealant did not deploy after the physician shuttled down". The balloon was deflated and the device was removed. Manual compression was applied at the access site for approximately 10 minutes at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted. No further information is available.